Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) for adenomyosis and bilateral ovarian cysts on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes hospital operative and medical record reports there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012, patient presented with complaints of abdominal pain and was diagnosed with ovarian vein thrombosis and was placed on coumadin. On (B)(6) 2012, she presented with abdominal pain and a cat scan showed hydroureter up to the level of the iliac vessels. The patient was taken to the or for a cystourethroscopy and placement of a double j-stent which was successful no further clinical information is available

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient developed hydroureter after undergoing a da vinci si hysterectomy with bso for adenomyosis and bilateral ovarian cysts. The patient had a ureteral obstruction at the level of the pelvic brim on the right side. There is documentation in the op-report regarding the surgeon being aware of the position of the ureter at the right pelvic brim and it may have been partially transected or coagulated or crushed unintentionally at this level. Further information will be available regarding the mechanism of injury if and when a definitive ureteral repair is undertaken.